Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2000 ohms since the device change out procedure. It was noted the physician had difficulty inserting the terminal pin into the device header and used mineral oil to resolve the issue. Technical services (ts) discussed this is likely a connection issue. Additional information has been requested; however, no further information is currently available.

Event description:
Additional information indicated that excess mineral oil from the change out procedure was causing the lead to slip.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.